Event description:
Documentation of a Merit WRAPSODY clinical trial was received, the patient experienced a clotted access on (b)(6) 2026.A declot procedure could not be completed that day due to the patient's allergy to the IV contrast. The patient returned on (b)(6) 2026 and had a successful declot procedure - no allergic reaction noted.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.